Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode. The event was appropriately treated with electric shocks, however, upon review of the episode, technical services (ts) suspected undersensing, which could have delayed therapy. Ultimately, therapy successfully converted the episode. No adverse patient effects were reported. This device remains in service.